Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was stated that on startup of the device each of the rollers span out of control than stopped again then span out of control again and the system control panel was down. (B)(4).

Manufacturer narrative:
(B)(4). After troubleshooting with technical service the field safety technician decided to replace the power supply board. Performed functional test - test passed: ok. The replaced power supply board (70103.5171) has been requested for further investigation in manufacturer`s laboratory (lce - life cycle engineering). The lce investigated the returned power supply board with the following result: the failure could not be reproduced. The power supply board was connected to 19 v alternating voltage and each of the 5 outputs was loaded with 560 o. An installation into the hl20 did not led to any further findings. The 4 connected pumps, tested over a longer period of time >30 hours, worked as they should. The scp also shown no failure/ errors. Conclusion: the power supply provides enough power for the roller pump over more than 30 hours. No problem occurred during run time. Also for the control panel. The power supply can be re-used. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error.

Event description:
(B)(4).